Manufacturer narrative:
(B)(4) utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
It was reported that after weight loss the generator was migrating in a too-large generator pocket. The patient was referred for vns revision surgery to secure the generator and replace the generator to a larger size. No known relevant surgical intervention has occurred to date. No additional relevant information has occurred to date.

Event description:
It was noted that the surgery referral was for patient comfort and to prevent damage to the lead. The patient underwent vns generator replacement. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.